Event description:
"The locking ring on a 3.5 x 10 mm self tapping screw became dislodged during insertion. After the surgeon screwed in the self-tapping screw with the screwdriver, the inferior screw was placed in similar fashion. Once the guide handle was removed we noticed the locking ring had become dislodged. Dr (B)(6) replaced the screw with another of the same size and found the bone/screw interface to be stripped. We then used a 4 x 10 mm rescue screw to replace the 3.5 screw. The surgeon was not confident nor comfortable in the integrity of the locking ring design and decided to remove all screws, retain the anchor-c cage and place a reflex hybrid plate anteriorly with four hybrid screws."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.